Event description:
Ruptured dialyzer membrane, blood leak from hd dialyzer resulted in pt blood loss of 250ml at the start of treatment. Dialyzer appears to have a break/rupture in both headers. Redrew hgb today, (B)(6) 2024, result pending.